Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error at power-up. Power cycling the programmer would not clear the error, even after disconnecting all peripheral items. It was suggested that the programmer be returned for repair. No patient complications have been reported as a result of this event.